Event description:
It was reported following a percutaneous transluminal coronary angioplasty with stent and a femoral angiogram in the anterior/posterior view, an angio-seal device was deployed to seal the right femoral arteriotomy site. The physician did not perform a right anterior oblique view during the preinsertion angiogram as recommended by the st. Jude medical representative who was present. Several minutes later, a small hematoma formed with tract oozing. Manual pressure was applied with no effect; a femostop was applied to achieve hemostasis. Approximately 15 minutes later, a large hematoma that tracked down the right leg to the knee was noted; manual pressure was applied. The pt experienced a vaso-vagal episode due to hypovolemia: gelofusion and haemaccel were administered. The pt underwent a surgical repair and was reported to be doing well.